Event description:
Pt called into technical support complaing of getting high results with her bgm, prestige brand. The technician reviewed the basic functions, including the standardization strip which checks basic functions of the meter. Everything checked good. The memory recall showed high numbers. The technician replaced the pts meter and brought it back for investigation. This was done as a precautionary measure to prevent injury to the pt. A follow-up call to pt on her new replacement showed normal results and pt is satisfied.